Event description:
This case was reported by a lawyer via (B)(6), and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow-up was received via medical records on (B)(6) 2009. Since 1999, the patient had neurologic decline due to moderate to severe axonal neuropathy which led to loss of strength in torso, upper and lower extremities. The patient can move his legs but is wheelchair bound. He is unable to stand unaided and requires a walker to ambulate. The symptoms began as a progressive ascending paralysis, starting with his feet. On (B)(6) 2009, the patient's zinc was 179 mcg/dl (normal range 60-130) and copper was 25 mcg/dl (normal 70-155). On (B)(6) 2009, the patient's copper was 68 mcg/dl and his ceruloplasmin was 23 mg/dl (normal 18-36). This case was considered medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).